Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that a safety mechanism failure occurred after use with a needle sftygld 23x1 rb. The following information was provided by the initial reporter, "after use when nurse tried to activate the safety the safety mechanism did not slide up the needle and activate."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety mechanism failure occurred after use with a needle sftygld 23x1 rb. The following information was provided by the initial reporter, "after use when nurse tried to activate the safety, the safety mechanism did not slide up the needle and activate."